Manufacturer narrative:
Method - followed up with company representative.

Event description:
It was reported that: expired product from the hospital was used during a kyphoplasty procedure. The case was completed perfectly with no patient issues. No additional information was reported.